Event description:
Reportedly, the magna valve was implanted due to the aortic regurgitation. Patient also had aortic dissection. At the implant, customer wondered if the valve fit the annulus right and decided to re-sew. At the re-sewing, damage was found on the sewing ring of magna valve. Customer decided to implant device which is the model the customer was using before. Customer commented that they use thicker sutures (1-0) than the ones other facilities normally use and it did not seem there was a problem with the valve. There will be no product return, as the device was discarded.

Manufacturer narrative:
Device not returned.